Manufacturer narrative:
A ge service representative performed an on site investigation. The connection was repaired and the 315a fuse was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system would not display the images. No pt injury was reported.